Manufacturer narrative:
Additional information: b5, d9, g3, h2, h3, h6. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be determined.

Event description:
This report includes an updated event description. During device preparation and prior to the patient entering the procedure room for an svt procedure, output issues were experienced with the generator. Approximately 10 minutes after the startup of the ampere generator, the error message "generator failure. Please contact sjm technical support" was displayed. No visible external damage was noted. After a complete power shutdown and restart, the same alert reappeared approximately 10 minutes later. On the third restart, the system operated normally, and the procedure was completed without replacing the device. There were no adverse consequences to the patient.

Manufacturer narrative:
Model/lot number information was not able to be obtained for this device. Therefore, full UDI information(d4) and 510k(g3) are not available.

Event description:
During an svt procedure, output issues resulted in a delay of procedure. Approximately 10 minutes after the startup of the ampere generator, the error message "generator failure. Please contact sjm technical support" was displayed. No visible external damage was noted. After a complete power shutdown and restart, the same alert reappeared approximately 10 minutes later. On the third restart, the system operated normally, and the procedure was completed without replacing the device. There were no adverse consequences to the patient.